Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced a bent cannula, which led to a high blood glucose event on (B)(6) 2026. The patient was admitted to the emergency department. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.